Event description:
It was reported by a surgeon through a company rep that a vns pt had has intractable seizures and a falling vagus nerve stimulator. Moreover, the surgeon indicated that the pt will need a battery and possible electrode replacement. Furthermore, a company rep indicated that the pt underwent generator replacement surgery, nonetheless, a pt identifier has not been provided to confirm pt. Good faith attempts to obtain additional info from the initial reporter have been unsuccessful to date.